Event description:
On (B)(6) 2014 the operative notes from surgery were received. They indicated that high impedance was observed during surgery and the generator was disconnected form the lead and was tested with the pin and still high lead impedance was seen. A new generator was then tested and used; diagnostics were normal with the new generator. The explanted generator was returned for product analysis on 01/05/2015. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.878 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2014 it was reported that the patient was seen by the physician on (B)(6) 2014 and high impedance was observed with an impedance value greater than 10,000 ohms. The patient was referred to surgery for exploratory lead replacement. The device was turned off due to the high impedance. The patient underwent surgery on (B)(6) 2014 and during surgery they tried to reinsert the lead pin into the old generator but this did not resolve the high impedance. Once a new generator was attached to the lead, the high impedance resolved. The lead was not revised. The explanted generator has not been received for product analysis to date.

Manufacturer narrative:
.